Event description:
When surgeon inserted trocar into abdomen, he noticed gas leaking from it. When he checked inside the trocar, he noticed that the diaphragm of the sleeve was missing a piece of the plastic. He is not sure if defect was present from beginning or not. Surgeon searched extensively inside pelvis in event piece might have gotten into abdomen, but found nothing.